Event description:
The customer observed imprecise thyroid qc results on their eci analyzer. A malfunction of this type could cause biased pt results to occur in assays that may be used in critical diagnostic applications. Results were not reported and there was no report of pt harm as a result of this event.